Manufacturer narrative:
(Required secondary intervention) - (stent apex deployed misaligned) - results - patient's condition, affected effectiveness of device (angulated aortic arch). Conclusion - device failure/lack of effectiveness related to patient condition (angulated aortic arch).

Event description:
A talent stent graft was implanted in a patent for the endovascular treatment of a thoracic aortic aneurysm approximately 7 years ago. The thoracic arch was severely angulated at 90 degrees. It was reported that the distal main stent graft.